Event description:
During follow up regarding an alarm, the home patient (hp) reported to baxter an issue of air in tubing without an alarm, during use. The hp stated that after they thought the reason of the alarm could have been that they took the cap off of one of the unused supply lines and tried to put the cap back on and air got sucked in; the hp did not notice anything else unusual about the supplies. Since then, therapy has been going well. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error.the label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.